Event description:
It is reported that the device was implanted in 1996. The device was revised in 2008, due to the screw passing through the shell.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.